Event description:
Complainant alleged that during biomed testing the device displayed "defib fault 78" and "defib fault 79" messages. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll med corp has not received the device for evaluation and this complaint is still under investigation.